Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of three devices opened by the account. The circular seal on the first trocar was damaged. Since the clinical obturator was not received, a pmv representative obturator was used for all functional testing. The representative obturator passed through the trocar without difficulty. The obturator shaft assembly cut cleanly and completely through the test media, allowing the cannula to pass through smoothly. In addition, the instruments envelope seal passed an air leak test. There were no visual or functional abnormalities noted on the second and third trocars. The representative obturator passed through the trocars without difficulty. The obturator shaft assembly cut cleanly and completely through the test media, allowing the cannulas to pass through smoothly. In addition, the instruments passed an air leak test. Visual and functional testing of the returned product confirmed the product did not meet quality release specifications that were tested regarding the reported conditions due to the torn seal and the reported condition was not confirmed. A review of the current historical complaint data reveals no trend for a device related failure for this condition. The event did not meet the regulatory reporting criteria. Replication of the observed damage may occur if the seal makes contact with a sharp object during use. No enhancements or improvements were generated for the reported condition. The file will be closed as a misuse of the product. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.

Event description:
The procedure being performed was a laparp rectum. Two hours after the operation started, two trocars made a strange sound. New ones were opened to correct the problem.